Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited oversensing of noise resulting in inhibition of pacing. The patient was dependent, so the rv lead was reprogrammed on (B)(6) 2021 to address the oversensing of noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.